Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy and a nissen fundoplication. It was reported by the rep that during the five hour procedure, the outer gaskets on the trocars ripped or stretched open, causing a leak of pneumoperitoneum. The surgeons placed a reducer cap on the trocars but those tore as well. The surgeons then replaced the entire trocars with new trocars to hold "pneumo". There was no consequence to the patient.